Manufacturer narrative:
Analysis description: no conclusion code available. Final analysis found that the insulation was abraded at 5.0 cm to 5.5 cm from the distal tip. The damage found likely resulted in the reported noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and low impedance. The lead was explanted and replaced. The patient was in good condition.